Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had under delivered the medication. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the reported issue was unable to be duplicated. The third dose was not delivered because the library dose is wrong. The root cause is suspected to the fault of the consumable. The pump passed all functional testing. The DHR review found that during the manufacture of this device there was one reworked item, the keypad, but this device passed functional tests after rework and there was no indication of a manufacturing defect during the investigation. Service history review indicated this device has not been in for service previously.